Event description:
Pt underwent laparoscopic mesh repair of multiple incisional hernias. The mesh was secured to the anterior abdominal wall, using the origin tacker (5mm laparoscopic spiral tacker fixation device). Pt was discharged the next morning. After initially doing well, presented on postop day seven with increasing abdominal pain and distention, worsening respiratory status, consistent with sepsis from abdominal source.